Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to communicate with the patient programmer and the charger was unable to locate the device. It was confirmed that the device was inoperable. The device was explanted, and a new device was implanted to address the issue. Impedance values were in normal range post procedure. There were no complications during the procedure. Patient was stable.